Event description:
The event is reported as: the filter broke in several pieces during the disconnect from the respirator post surgical procedure. No impact to the pt.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.